Event description:
It was reported that a patient underwent a hernia repair procedure in a on-lay technique in 2008. The surgeon had to re-operate in 2009, as the hernia had broke through the middle of the mesh. It appears that the mesh had torn.

Manufacturer narrative:
Date sent to the FDA: 06/05/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.